Manufacturer narrative:
Section a: patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer heard popping sound when connected to patient power module (ppm) and smelled smoke.